Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found with a low battery alarm while servicing. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The battery was required to be replaced per procedure. The unit is left waiting for the main battery. No further testing has been completed at this time and no repairs have been performed. If any additional information is received, a follow-up MDR will be sent.